Manufacturer narrative:
Citation: syed h. Haq et al. Rest, replace, and recover: tandemheart to transcatheter aortic valve replacement - a case report. European heart journal - case reports 8, ytae465 2024. 10.1093/ehjcr/ytae465. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 70-year-old female patient with refractory cardiogenic shock, acute decompensated heart failure complicated by atrio-ventricular block and severe aortic stenosis. Due to progressively worsening hemodynamics, the patient required mechanical circulatory support, percutaneous left ventricular assist device support, and eventual valve replacement. Subsequently, the patient underwent successful implant of a medtronic 26-mm evolut fx bioprosthetic valve in the aortic position. At three days post-procedure, the percutaneous left ventricular assist device was explanted and an intra-arterial balloon pump inserted to assist with diuresis. In another three days the intra-arterial balloon pump was explanted, and the patient was extubated. A transthoracic echocardiogram showed no residual aortic stenosis or insufficiency. The patient went on to make a full recovery and was released from rehabilitation. No further information was provided pertaining to medtronic products.